Event description:
In an article titled: "percutaneous vertebral augmentation: an elevation in adjacent-level fracture risk in kyphoplasty as compared with vertebroplasty", the following events were reported: anterior cement extravasation into the external venous plexus was seen in one case. Posterior retropulsion of cement into the posterior vertebral elements was noted on injection of cement into the contralateral side in one case. Asymptomatic cement extravasation through the inferior endplate into the disc space was seen in one case. No additional info was reported.

Manufacturer narrative:
Report source: article titled "percutaneous vertebral augmentation: an elevation in adjacent-level fracture risk in kyphoplasty as compared with vertebroplasty" by bruce m. Frankel, md, timothy monroe, md, chiang wang, phd. Method: device not returned, internal review of literature, followed up with author.